Manufacturer narrative:
The device was discarded and will not be returned for laboratory analysis. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker died in the intensive care unit following the implantation procedure. There were no complications or adverse patient effects reported during the implantation procedure and all measurements were within normal parameters. The cause of death was reported as cardiac respiratory arrest. There were no allegations against the functionality of the device.